Event description:
It was reported during surgery, the surgeon was using a 34.0mm, standard acutrak 2® bone screw (part number at2-s34-s, lot number 580125) for intramedullary screw fixation to treat a fifth metatarsal stress fracture, the tapered part of the screw was twisted off. It was also reported the screw reached the fracture site but was not deep enough and may not have had sufficient fixation force. Attempts were made to remove the screw to no avail. The wound was closed with the screw still in place in the patient. There were no adverse patient consequences reported.

Manufacturer narrative:
Manufacturing and inspection records were reviewed for 34.0mm, standard acutrak 2® bone screw (part number at2-s34-s, lot number 580125), and no anomalies were found. However, the screw was not returned for evaluation. Based on the information received, the root cause could not be determined.